Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00087: driver, 3025141-2021-00091: plate.

Event description:
The surgeon was implanting an aculoc 2 plate with a locking screw when the driver tip broke off in the screw head and could not be removed. The tip remains implanted.